Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
Asae/ hematoma: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 41-year-old male patient with cardiomyopathy underwent placement of an impella 5.5 mechanical circulatory support device for treatment of acute decompensated heart failure as a bridge to a left ventricular assist device. On (B)(6), a right upper chest surgical-site hematoma was identified. The hematoma had not been present during the procedure and appeared to have developed overnight. The patient¿s hemoglobin and hematocrit values remained stable, and no blood transfusions were required. This complaint will be reported as a hematoma with hemostasis achieved